Event description:
The incident occurred in connection with an (B)(4) study performed on a sawbones. It was not possible to lock the lag screw using the set screw as it did not reach the groove. The construct was disassembled and cleaned to make sure no plastic parts from the sawbones interfered. The customer inspected the nail and claim that it looks like the thread in the nail is not long enough for the set screw to reach the lag screw. The nail and the set screw are to be returned to stryker. The lag screw, however, worked properly in a different sawbone.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.